Manufacturer narrative:
H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes customer reports of filling problem. The following information was provided by the initial reporter. The customer stated: "I have a new site reporting a filling problem on an edta tube. It's the mornant site (customer 10f696988001). In particular, they are experiencing a problem with batch 2125070 of reference (B)(4)".

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes customer reports of filling problem. The following information was provided by the initial reporter. The customer stated: "I have a new site reporting a filling problem on an edta tube. It's the mornant site (customer (B)(6)). In particular, they are experiencing a problem with batch 2125070 of reference 368860."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.